Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted device was received for won't turn on. Confirmed issue. The front case assembly was replaced. Pm was performed and all tests passed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04/12/2020 to the present date 11/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on. There was no patient involvement.